Event description:
Livanova deutschland received a report stating that, in the middle of a procedure, the essenz hlm experienced a display freeze lasting approximately 10 minutes, after which the system rebooted automatically. According to the perfusionist, all values displayed on the screen were frozen, and both the control area and touchscreen were unresponsive. Despite this, adjustments made using the cockpit knobs continued to change the pump rpms. This was confirmed through visual observation of the pumps and by corresponding changes in the patient¿s blood pressure. All pumps continued functioning throughout the event. After approximately 10 minutes, the cockpit reset itself. The perfusionist selected ¿last case¿ and continued the procedure without further incident. After completion of the case, the pump was removed from service. There is no report of any patient injury.

Manufacturer narrative:
Patient information for sections a.1¿a.5 was not provided. H11: livanova deutschland manufactures the essenz hlm. The incident occurred in los angeles, united states. A livanova field service engineer was dispatched onsite, tested the unit confirming its function. Cockpit log files were retrieved and analysed confirming the event. Complaints database review revealed that similar events have been reported by other customers. Notably, throughout the reboot event , the pumps continued to operate fully, and the system remain controllable through the backup control unit with no impact on the clinical procedure. Reboot is an intended mitigation to reestablish the user interface in case of an unrecoverable exception at the tscp board level. This causes the linux operating system to reset the application to resolve the problem. By design, during the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continue to perform as expected. During the reboot, the cockpit screen shows the livanova logo and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is low and in the acceptable region. Livanova will keep monitoring the market.